Event description:
Report rec'd of an epidural catheter shearing off inside of a pt. The customer reports that a pt was receiving an epidural for pain control during labor and delivery. Upon insertion of the catheter, the clinician had initially met some resistance. As the needle was being pulled out, the catheter was coming with it. The clinician then applied some backpressure, and when the needle was pulled out, it was discovered that approx 10 inches of the catheter had been sheared off inside the pt. The customer was concerned that although the label states that the catheter is radiopague, they were unable to visualize it on x-ray. At that point, epidural pain control was not an option, and the pt rec'd an alternate method of pain medication. The pt went on to have an uneventful vaginal delivery. Pt remained on bedrest until an MRI was performed. The MRI showed air in the epidural space, but no catheter was visualized. Results were sent for eval by a neurosurgeon who wants to get a higher-powered repeat MRI and possibly do surgery for removal. The pt has been discharged home with no signs or symptoms of infection at the site, and no neurological deficits. Pt is being followed-up with anesthesia and neurosurgery until further tests and results are done. Add'l pt info was requested, but no further info was available.

Event description:
Follow up info rec'd. It was reported that the pt had a follow-up MRI and consult with a neurosurgeon. The neurosurgeon thought he had visualized the catheter on MRI, and performed exploratory surgery. The catheter was not found, and is believed to be "possibly stuck in the ligament or soft tissue". The pt is at home in good condition. There were no reported complaints of neurological deficits, and no reported signs or symptoms of infection. Additional info was requested, but no further info was provided.